Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board, generator interface board, and the generator ps1 power supply, and the x-ray switch. System operates as intended.

Event description:
Customer reported, the system continues to x-ray after the x-ray button is released. No patient injury was reported.